Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was doing fine post-procedure.

Manufacturer narrative:
Investigation results: device analysis findings: nc emerge mr, ous 3.00 mm x 12 mm was returned for analysis. A visual and tactile inspection of the hypotube profile identified no issues. A visual and tactile inspection identified no issues along the length of the shaft polymer extrusion of the device. A microscopic inspection identified no issues with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified a pinhole at the middle of the balloon. Tip profile identified no issues. A leakage test identified the device was attached to an encore inflation unit; the balloon could not be inflated due to a pinhole at the middle of the balloon. The encore device was verified before use by using the druck gauge. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. A pinhole was noted at the middle of the balloon. This confirms the allegation of balloon material rupture. As it is not possible to test the device for navigation through patient anatomy, the complaint allegation of difficult to cross lesion cannot be confirmed. It was reported that the device failed to cross the pre-dilated lesion due to calcification. It is most likely an interaction occurred between the device and the patient's anatomy that contributed to the reported events.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was doing fine post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.